Manufacturer narrative:
Product analysis: the device was not returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expe cted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the low battery voltage. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis revealed a lithium (li) plating breach found along the top edge of the anode separator enclosure, adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched cathode material within the cathode tab slot. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. If information is provided in the future, a supplemental report will be issued.